Manufacturer narrative:
Patient weight corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina which was treated by implantation of one resolute integrity drug eluting stent into the mid rca. One the same day, perforation of the rca occurred. The patient was treated with ballooning and medication. The patient is recovering. The investigator assessed that this event is unlikely related to the study device but related to the procedure and not related to anti-platelet medication administered.